Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, a left side rupture. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 13/may/2024.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken device assessed as fold flaw opening and missing shell observed assessed as inconclusive. As per the investigation procedure, creases and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b6, d9, h3, h6.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.